Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. On review of the patient case planning CT images from december 2011 it was identified that there was heavy calcification in both iliacs and towards the base of the aneurysm. It is believed the type 3b endoleak was caused by calcified plaque wearing a hole in the fabric. This was resolved by placing a cook cuff inside the graft.

Event description:
Original evar was successfully performed on (B)(6) 2011 at (B)(6) hospital. Re-intervention took place on (B)(6) 2016 for a suspected type 2 or possible type 3 endoleak. The original evar had been successful but the aneurysm had recently started to enlarge. A series of diagnostic angiograms were performed to establish that the leak was a type 3b endoleak from the posterior aspect of the lower section of the main body graft. The vascular surgeon deployed a cook cuff inside the graft to re-line the graft at the point of the type 3 endoleak. The procedure was successful.